Event description:
The patient contacted animas on (B)(6) 2012 and reported that the up arrow and the ok buttons were intermittently unresponsive. The patient reportedly wore the pump in their pocket and cleaned it with a damp cloth and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to have no visible damage. The ok, contrast and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was found under all of the button contacts and the ok button contact was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.